Manufacturer narrative:
Depuy still consides this investigation closed.

Event description:
Litigation papers allege that patient experienced popping in hip and anxiety. Additionally, patient has elevated levels of cobalt and chromium in bloodstream. In (B)(6) 2011, patients cobalt level was 3.2 and her chromium level was 2.8. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.